Manufacturer narrative:
Model- pump 72400098, lot sn- (B)(4), mfg date- 07/31/2017, exp date- 07/31/2022. Model- balloon 72400024, lot sn- (B)(4), mfg date- 01/11/2018, exp date- 01/10/2023.

Event description:
It was reported that the patient experienced incontinence once again after the artificial urinary sphincter(aus) device would not activate. The patient is requesting a revision of the device. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.